Event description:
It was reported that at implant, poor sensing and thresholds were noted. Lead was repositioned several times. Perforation was observed via echo.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead stiffness test was performed and found to be within specification. Analysis was normal. No anomaly found.